Manufacturer narrative:
H10: the actual sample was not received for evaluation however a picture of the sample was inspected. The visual inspection of the provided picture showed an external blood leak from the connection between the return line and its screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two (2) units of prismaflex tpe2000 unspecified leak occurred at the "efferent" line on the kidney side. The treatment was terminated and a "limited" amount of blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.